Event description:
It was reported that the patient presented in-hospital. The physician was unable to interrogate the device. Review of session records found several hv charges and the battery was heavily loaded with telemetry. After several attempts the device was working normally. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.